Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a patient that was hypothermic they were wanting to warm to normothermia in an arctic sun device. The patient temperature was 34.9c and had not been warming all day and the water temperature did not seem to be getting warm enough, it has been all over the place but mostly around 23-29c. Nurse stated they did adjust the rate from 0.25c/hour to 0.5c/hour and current targeted temperature (tt) was 37.5c. Event log shows multiple alarm 15(unable to obtain a stable patient temperature ) and 50(patient temperature 1 erratic) earlier today, no alarm 113 noted. Confirmed device was set in normothermia, current water temperature (wt) was 23.9c and water flow rate (wfr) was 2.8 l/min. System diagnostics, outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.7c, inlet temperature (t3) was 24.5c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours 245, and pump hours 182. Walked nurse through draining off 500 ml of water from right drain port. After a few minutes, water temperature (wt) was up to 30.4c. Discussed not adjusting settings or pausing therapy if possible for the next hour and monitoring patient and water temperature. Encouraged nurse to call back with any issues and if patient still not warming. Nurse was not primary nurse, but they will pass the information along. Called back at 5:55pm to check on device and patient, nurse educator was no longer on the unit but stated they did pass all information to the primary nurse and they know to call in if they continue to have issues. The primary nurse had mentioned that yesterday the device alarmed the reservoir was empty at one point, so they filled the device. Discussed the possibility of device losing power or being turned off and alarming reservoir empty when powered back on due to not emptying pads. Explained this can commonly happen, they always recommend filling the device without the pads connected.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. A DHR review is not required as the lot number is unknown. The instructions-for-use are found to be adequate. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f- the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a patient that was hypothermic they were wanting to warm to normothermia in an arctic sun device. The patient temperature was 34.9c and had not been warming all day and the water temperature did not seem to be getting warm enough, it has been all over the place but mostly around 23-29c. Nurse stated they did adjust the rate from 0.25c/hour to 0.5c/hour and current targeted temperature (tt) was 37.5c. Event log shows multiple alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic) earlier today, no alarm 113 noted. Confirmed device was set in normothermia, current water temperature (wt) was 23.9c and water flow rate (wfr) was 2.8 l/min. System diagnostics, outlet monitor temperature (t1) was 26.5c, outlet control temperature (t2) was 26.7c, inlet temperature (t3) was 24.5c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours 245, and pump hours 182. Walked nurse through draining off 500 ml of water from right drain port. After a few minutes, water temperature (wt) was up to 30.4c. Discussed not adjusting settings or pausing therapy if possible for the next hour and monitoring patient and water temperature. Encouraged nurse to call back with any issues and if patient still not warming. Nurse was not primary nurse, but they will pass the information along. Called back at 5:55pm to check on device and patient, nurse educator was no longer on the unit but stated they did pass all information to the primary nurse and they know to call in if they continue to have issues. The primary nurse had mentioned that yesterday the device alarmed the reservoir was empty at one point, so they filled the device. Discussed the possibility of device losing power or being turned off and alarming reservoir empty when powered back on due to not emptying pads. Explained this can commonly happen, they always recommend filling the device without the pads connected.